Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light prismalix device. As it was stated, breakage of two screws on suspension had been noticed by the company representative who arrived on site for a service visit. There was no injury reported however we decided to report the issue in abundance of caution as broken screws could lead to device detachment and/ or particles falling into the sterile field which might cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Broken screws were returned to the manufacturer for further inspection. The device was not under getinge service agreement since 2014. Screws breakage, as presented in this complaint, is indicated by our product experts to likely be caused by lack of proper maintenance of the device. Technical manual for prismalix device (en_01132_04) includes information about steps which needs to be performed during the maintenance of the device and about timeframes which should be kept. It clearly states that in point 10.2 basic maintenance that every six years, as a preventive measure, replacement of the mounting screws holding the suspension tube to the anchor point with new pre-glued screws, and tightening to torque should be performed. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2019 maquet (B)(4) became aware about an incident with one of surgical lights- prismalix. As it was stated, 2 screws of suspension tube were found broken. There was no injury reported and no indication of falling particles given. However, as those screws are considered to be critical parts of the light configuration and their breakage may have led to the detachment of the configuration we decided to report this issue based on the potential. Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).